Event description:
This supplemental report is being filed to correct information in the "h" tab. The electrode is not part of the field action/advisory as it was manufactured after the commencement date of the removal. This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise. The sensing vector was in secondary. Technical services advised to try the primary sensing vector, and to get an x-ray. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
Correction: the electrode is not part of the field action/advisory CAPA-00005954 emblem 3501 electrode proximal fractures as it was manufactured after the commencement date of the removal. While the electrode did exhibit fracture, it was not the type of fracture addressed in the advisory CAPA-00005954 emblem 3501 electrode proximal fractures. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The sense a conductor resistance measured as intermittent, indicating a fractured or broken conductor. The sense a cable and a high voltage cable are fractured in and around the area approximately 13cm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and high impedance codes.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. The sensing vector was in secondary. Technical services advised to try the primary sensing vector, and to get an x-ray. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The sense a conductor resistance measured as intermittent, indicating a fractured or broken conductor. The sense a cable and a high voltage cable are fractured in and around the area approximately 13cm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and high impedance codes.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise. The sensing vector was in secondary. Technical services advised to try the primary sensing vector, and to get an x-ray. There were no adverse patient effects. The system remains implanted.